Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: a4- patient's weight has been updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's device would no longer communicate with external devices. The manufacturer representative confirmed the issue and deemed the ipg inoperable. Surgical intervention may take place at a later date to address the issue.